Manufacturer narrative:
E1 - (B)(6). E1 - address 1: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error b31. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the universal cord failure is an electrical/electronic component problem, but the cause of the universal cord failure could not be determined. The most likely cause is a random failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the laparoscope, gynecologic experienced an error unable to recognize issue during a set up procedure. There were no reports of patient involvement.